Event description:
It was reported that high, out of range high voltage lead impedance was observed on the svc vector. The measurements had since returned to normal range. Programming the svc vector off, dft testing, x-ray, and monitoring were recommended. No further out of range impedances have been observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates possible lead fracture and the svc-coil vector was programmed off.